Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID mc1vr01-delsys, serial# (B)(4); use by date: 2018-04-25; UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg was repositioned three times in an attempt to get satisfactory testing results. The physician decided to remove the ipg to inspect for clots; however, the device cup of the delivery catheter pulled back on itself which prohibited retrieval of the ipg. The physician was able to manipulate the ipg through the introducer; it removed and was not implanted. A second leadless ipg was introduced and was deployed and recaptured around ten times before a suitable location was found at the mid to low septum. It was further reported that about three hours post procedure, a pericardial effusion and cardiac tamponade were noted due to a suspected perforation. A pericardiocentesis was performed. It was unknown at what point during the implant procedure the perforation occurred. The second ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and there was a mechanical issue with the shaft of the delivery system. The delivery system inner tubing was kinked/buckled. The articulation of the delivery system was out of plane. There was a deployment issue with the delivery system. Blood was observed on the shaft of the delivery system. The analyst noted there was exposed wire is protruding at 4.5 cm from the distal end of the shaft. Blood was found in the device cup. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID# mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.